Event description:
The operating room purchases sterile packed items from (B)(6) hospital packaging, there are two problems. #1 packaging brittle, unable to open package and keep product sterile, package breaks and tears and won't peel open. Lot numbers 4098 & 5029. #2 some of the packages contain latex and others do not. Lot 5029 has a latex rubber band and lot 4098 does not. Both are same product number 13-018 and both have same ps#. Patient safety concern.